Event description:
An ipp device was implanted on 12/10/92. The reservoir was revised on 3/23/93. The entire device was removed from the pt and replaced on 5/7/97 due to fluid loss-reservoir, pt dissatisfaction, and blunt abdominal trauma.